Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: investigation had been completed based on current info. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 04/05/2011, 04/11/2011, 05/24/2011 and 06/09/2011 by fax, phone and mail. Additional info was received by phone on 04/11/2011. A completed questionnaire was received 05/19/2011. (B)(4).

Event description:
A surgeon reported a refractive surprise following the intraocular lens (iol) implant surgery. A piggyback lens was placed and the pt now sees very well and is satisfied with the results. The pt had a history of lasik, which contributed to incorrect biometry.